Event description:
It was reported that when the device was used during a hemorrhoidectomy, the device delivered malformed staples. Procedure was completed with a like device. There was no pt consequence.